Event description:
The customer reported that the pt had vasoseal deployed on 2/26/1999. Pt discharged on 2/26/1999, site clear, no hematoma. On 3/1/1999 pt noted a large hematoma and was admitted to the hosp with an eccymotic area. A 4x2 hematoma was noted. A femostop was applied. Pt was discharged 3/22/1999 with a hematoma noted. Reduction in hardness. Pt ordered on bedrest for 2 days. Physician felt hematoma not related to vasoseal use. No further complications were reported.